Event description:
A vaxcel pasv port was placed for therapeutic purposes in 2003. In early april 2004, the pt experienced difficulty with needle placement in the port for chemotherapy. X-ray revealed the catheter portion of the port had lodged in the pt's heart. Angioplasty was performed the same day to retrieve the catheter and the port was also removed. The port was not replaced as the pt had the remaining chemotherapy treatments placed directly in the vein.